Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during alower anterior resection, the staples were fired but did not form and the device did not cut. There was no pt consequence. It was not reported now the procedure was completed.